Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves while connected to the pump during the fill tubing process. The customer's blood glucose level was 149 mg/dl. Reportedly, the customer indicated bolus deliveres were administered.